Event description:
It was reported that a user of the ilet experienced hyperglycemia after seeking help to change the infusion site; blood glucose rose from 180 mg/dl to 405 mg/dl several hours after dinner, and the user wears a cartridge-driven setup with noted scar tissue, suggesting possible infusion site or absorption issues. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included case review and guidance on site management and infusion troubleshooting. Investigation of this case revealed that hyperglycemia was associated with unclear cause, with potential contribution from site integrity or absorption challenges related to scar tissue. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.